Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2022 at approximately 0400 the patient experienced a decrease in flows from 4.5 to 3 liters per minute (lpm) at a speed of 5400 rotations per minute (rpm). A transthoracic echocardiogram, tte, showed a decompressed lv and potential tamponade. The team planned to take the patient to the or for exploration when pump flows dropped to zero. The patient was urgently centrally cannulated for extracorporeal membrane oxygenation, ECMO, support at the bedside and taken to the or where they were found to have clot in the outflow graft and lv. Flows were decreased and the pump turned off due to clot being identified. At the time of the event the patient had a therapeutic partial thromboplastin time, ptt. Hematology was consulted and ruled out heparin induced thrombocytopenia, hit, as an adverse reaction. The patient is currently on acute support with oxygenator and chest left open, hm3 remains off.

Event description:
Additional information was received that the patient passed away on (B)(6) 2022 due to pump thrombosis. The patient was thought to have coagulopathy issues. Patient changed anticoagulation course multiple times post-op due to bleeding issues. The outcome was not considered to be device or therapy related. An autopsy was to be performed, and the device was to return for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6) confirmed the presence of denatured, grainy, clotted blood consistent with an interruption in flow through the pump. Although a specific cause for the depositions could not be conclusively determined through the evaluation, the account indicated that the patient¿s coagulopathy issues might have contributed. A direct relationship between the device and the reported coagulopathy issues and bleeding events could not be conclusively determined through this evaluation. The controller and lvad (left ventricular assist device) event log files contained events during patient support on 03dec2022. The log files recorded a decrease in flow on 03dec2022 down to as low as 0.0 lpm (liters per minute) and the flow never recovered. Mlp-032822 was returned assembled with the pump cable severed approximately 8.5 inches from the pump header. The remaining portion of the pump cable and the modular cable were not returned. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The outflow graft was returned with the aortic anastomosis sutured to the distal portion of the graft and was sutured approximately 10.5 inches from the graft attachment. The outflow graft bend relief was returned attached to the graft hardware. The apical cuff was returned with the cuff lock fully engaged. The pump appeared to have been exposed to a fixative (e.g. Formalin) prior to being returned to abbott for evaluation. Upon disassembly of the returned pump, examination of all of the blood-contacting surfaces revealed denatured, grainy, clotted blood. These depositions were fully occlusive and were observed within the inflow cannula lumen, interior of the outflow graft attachment, outflow graft lumen, interior of the pump cover, as well as the rotor vanes. The sudden decrease in flow captured within the submitted log files suggests that they formed acutely; however, a duration of time for which the depositions were present in the device could not be determined. The depositions appeared to be the result of poor surface washing due to an interruption in flow; however, a specific root cause of the low flow could not be determined. Although a specific cause for the interruption in flow could not be conclusively determined through the evaluation, the account indicated that the patient¿s coagulopathy issues may have contributed. The pump was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. The IFU lists pump thrombosis, bleeding, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section g3: the first additional report was submitted on 21feb2023 with a g3 date of feb 10, 2023. The correct g3 for the first additional report should have been feb 6, 2023. No further information was provided. The manufacturer is closing the file on this event.